Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on august 12, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing weak aspiration before a procedure. There was no patient involvement.